Event description:
It was reported that the patient went into an induced cardiac arrest when the external pulse generator shut off and stopped pacing to the patient. The patient was resuscitated and the battery to the epg was changed. The new battery depleted too quickly and had to be changed. The status of the epg is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis found no output. Could be the result of a contact problem or prematurely depleted battery. Capacity of battery could have been reduced before it was used, depends on temperature and period it was locally stored.